Event description:
New information received notes that programming interventions were made. The patient was asymptomatic.

Event description:
It was reported that a patient presented with over-sensing noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.